Manufacturer narrative:
Correction information b4: date of this report g6: type of report h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. Additional information d4:primary unique device identifier (UDI) d8:was this device ever serviced by a third party h4:device manufacture date. Evaluation summary the pentax engineer checked with hospital staff. Based on the investigation, a potential root cause of this failure is worn out of angle wire due to repeated angulation. The worn angle wires caused the angling failure. The device was repaired by the third party and returned to the hospital. The angle wire was replaced. Pentax reminded the hospital that in the process of daily maintenance of device, if user found that the accessories are broken or signs of wear and tear, can be replaced in advance to ensure the normal operation of the device to use. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 21-mar-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment on 21-mar-2017 and actual date shipped were confirmed on 22-mar-2017. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 9610877-2024-00060 (B)(6),_ no image_patient01. 9610877-2024-00061 (B)(6)_ no image_patient02.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded an email on 08-jul-2024 below information. For the patient in reported case, when the endoscope had malfunction, the examination was stopped, this patient's examination was arranged to other days, and for other patients' examinations on that day, they were also be arranged to other days. The hospital did not respond to questions about how many patients' exams had been canceled. And in this reported case, the patient did not be caused any harm. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 9610877-2024-00060_ec-380fkp_h121205_ no image_patient01.

Event description:
On (B)(6) 2024, the painless lower gastrointestinal examination, endoscopy through the patient's anus to the liver area when the pulley wire suddenly broke, u/d knob could not rotate, the doctor immediately withdrew the scope, and reported to the medical equipment section and departmental leadership, did a good job of explaining the occurrence of this incident for the patient and his family, delayed the patient's treatment, resulting in all the colonoscopy can not be carried out smoothly on that day. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.